Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information received: the procedure was an open total gastrectomy. The device was used for the anastomosis between the esophagus and the jejunum. Leakage was observed 7 days after the surgery and then the stenosis was observed. When the stenosis occurred, the balloon dilatation was performed twice, then the lumen expanded to 8mm. No additional treatment will be performed. The device had no problem during use. The surgeon commented that the roux-en-y anastomosis was performed first, then the anastomosis between the esophagus and the jejunum was performed. He assumed that it was not good that the device was used for the roux-en-y anastomosis, and the mucous membrane in the jejunum might have got damaged, but then it was anastomosed with the esophagus after that. The surgeon said that it is not easy to insert the 25mm device, and sometimes a forceps was used to expand the intestinal tract. The patient¿s condition is stable and getting be able to have meals as usual. Additional information was requested, and the following was received: what were the indications for surgery? No further information is available. What surgical procedure was performed? No further information is available. Did the patient receive any preoperative chemotherapy or radiation? No further information is available. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? No further information is available. How did the surgeon choose the appropriate circular stapler size for the anastomosis? Yes, but doctor said the 23mm is more appropriate. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? No further information is available. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No further information is available. Was the device difficult to close? No problem. Was the device difficult to fire? No problem. Did the healthcare professional receive audible & tactile feedback when firing the device? No problem. Were the donuts inspected? If so, please describe. No problem. Was a complete transection of the white breakaway washer visually confirmed? No problem. Was a leak test performed? If so, what type and what was the result? No further information is available. Was the staple line visualized endoscopically during the initial surgical procedure? No. How many days postoperative did the leak occur? 7days after the initial operation. How was the leak identified? No further information is available. What was observed at the site of the leak upon reoperation? No further information is available. How was the leak addressed? No further information is available. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No. What is the current status of the patient? The patient is stable and started oral intake. No further information will be provided.

Event description:
It was reported that after an unknown procedure, the anastomotic stenosis was observed. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.